Manufacturer narrative:
The insulin pump received with no act and escape buttons response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify watchdog set test failure alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during our visual inspection. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir was leaking. Blood glucose level at the time of the incident was 150 mg/dl. Customer stated that the reservoir leak occurred during pump use and that there was insulin visible inside the device. Caller reported that insulin was leaking past the second o-ring. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.